Event description:
Another MFR's stent was pre-mounted on the distal end of the balloon portion of this balloon catheter. The stent was purposely not mounted over the center of the balloon due to the nature of the pt's lesion. After advancement into the renal artery, the balloon was inflated for deployment of the stent. Upon balloon inflation, the stent slid off the balloon distally into the bifurcation of the renal artery. Retrieval maneuvers utilizing another balloon catheter resulted in renal artery ans subsequent kidney damage. No treatment or intervention was reported to have ensued. Follow up indicated the pt's condition was good. The device has been destroyed by the user facility. No malfunction of the device was reported. It was indicated this device was used to expand another MFR's stent in the vasculature which is not an indicated use of the device. Also, the stent was purposely pre-mounted on the distal end of the balloon. Both factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...certain sizes of the balloon dilatation catheter are also indicated for deployment of the balloon and the stents for the biliary system...any use for procedures other than those indicated in these instructions is not recommended."